Event description:
A malfunction alarm was reported with a malfunction code displaying as "malf 12." The issue caused the customer¿s blood glucose level to display as "high," but a specific value was unknown. The customer did not take any initial actions but planned to use the pump to address high blood sugar. Technical support provided instructions for resetting the pump, but the customer did not have the charger available at the time and planned to call back to complete the reset. After eventually resetting the pump, the malfunction code did not recur, allowing continued use of the pump. Technical support advised the customer to call back if the malfunction code appeared again, which the customer understood.